Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent and a limb stent graft in the right iliac on (B)(6) 2015. A follow up computed tomography (CT) showed the patient had a potential type 1a, or a type 1b, or a type 3b endoleak. On (B)(6) 2016 the patient underwent an angiogram and a type 1a endoleak was confirmed. The physician elected to implant a suprarenal aortic extension to seal the leak. The physician also implanted a non-endologix stent in the right iliac. The physician believes there might be a type 1b endoleak remaining in the left iliac, however, the physician will monitor the patient at this time. The patient was stable following the secondary intervention.